Event description:
Co spoke with the pt on several occasions after receiving the request. Co had asked the patient for more detail or any records that he may have been able to send along. The pt declined to send copies to guidant. Company also spoke with the clinic where the patient was treated. The nuse at the clinic explained that uner the law, she would need the patient's permission to release the records. Without this permission, she could not release the records. Co asked the patient if his device had been interrogated while he was in the hospital, and he said it had notbeen interrogated. An interrogation would have been necessary to review the stored electrograms and episode history to determine if the device had delivered shocks, or if the shocks were appropriate. Guidant devices use a series of algorithms to confirm a tachyarrythmia exists prior to delivering therapy. These algorithms measure the duration between sensed cardiac events, and if a series of these intervals (8 of 10 consecutive cardiac cycles) meet detection criteria, the device will declare an episode and begin to charge to deliver therapy. As a result, it is highly unlikely that static electricity would have caused the device to delivery therapy. Guidant has not been able to confirm the patient experienced inappropriate shocks. Guidant continues to monitor product performance to identify patterns and assess the need for any corrective action. The patient reported his device remains in service, and he has had no other concerns since the reported event.

Event description:
Two days after a successful colon operation - removal of a tumor which had caused the colon to twist, the implanted guidant aicd model 1861 gave two full shocks. It had been disabled prior to the operation in 2003 and re-enabled immediately thereafter. Per the device's internal recording, there was no apparent cause, i.e. No ventricular tachycardia. Pt is 100% certain that the shocks were caused by static electricity: pt had just washed their hair in the bathroom sink, was standing on a wet floor in foam rubber hosp slippers, had their left hand on the chrome sink taps for support and when pt reached for and touched a showerhead mounted next to the toilet, pt received the first terrible shock which knocked the showerhead out of their hand and pt to the floor. The second shock came right after when pt pulled up and tried to retrieve the showerhead from the floor. Again, it was knocked out of their hand. Within a couple of days their condition changed from being on the mend to being serious ill and rapidly getting worse. However, there was no fever to indicate that anything was wrong, but when pt was opened up again, it was determined that a catastrophic event had occurred: the sutures from the first operation had come out and things had leaked into pt's stomach cavity. A serious infection, requiring total removal of colon, an ileostomy, 8 1/2 weeks in hosp fighting death, delirium for several weeks, no food till the last few days before hosp discharge, causing weight loss. When the four different antibiotics administered did not seem to be effective initially, a third operation was contemplated but pt was considered too weak to survive. Therefore, the incision was opened up again and then held open with plastic "spoons" to allow drainage. Pt now has two massive "hernia like" protrusions on the sides, and an approx 10 x 10 cm new growth "wound" in the centre of their lower abdomen. Further, and likely because of very low blood pressure, shortly after discharge from the hosp, pt suffered a stroke in the left eye reducing vision to about 80% - labelled "aion". Also received disagreeing opinions later in 2003 by two dentists that sudden dental problems may have been caused by the body not getting enough calcium while hospitalzied - or the system using whatever was available in the body, including in their teeth.